Manufacturer narrative:
Product inquiry states the guide wire, smooth-tipped, sterile t2 humerus ø2,2x800 mm to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies. The reported event was confirmed. All seals and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at stryker (B)(4), which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. The found black fiber accumulations have to be classified as a non-conformance. Ncr was initiated for further root cause investigation. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material in blister. This event was found on 1 of 80 units, lot#k06198e received on our po#(B)(4).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material in blister. This event was found on 1 of 80 units, lot#k06198e received on our po#(B)(4).